Manufacturer narrative:
The surgeon plans to remove the devices.

Event description:
The surgeon reported that the patient has had severe pain since implantation bilaterally. On CT scan, it appeared the fossa component has fractured.